Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® pst¿ tubes had clotting. There was no report of medical intervention or serious injury.